Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implant procedure, lens got trapped inside the cartridge. It was removed to have a better visualization, she realizes that the lens has broken. The surgery was completed by replacing with another iol on the same day. There was patient contact with the product however no patient harm reported.

Manufacturer narrative:
The lens was not returned in a cartridge as described. The lens was returned positioned incorrectly in the lens case (wagon wheel). Solution was dried on the lens. One haptic was bent in the gusset and distal area. The other haptic was broken from the gusset area (returned). The optic was torn/split/cracked with multiple large portions of optic lens material missing (not returned). The associated cartridge was not returned for evaluation. The file indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the instruction for use (IFU). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).